Event description:
On (B)(6) 2012, the lay user/patient in france contacted lifescan (lfs) alleging that her onetouch vita meter was reading inaccurately high compared to a laboratory device. The customer service representative (csr) was able to reach the patient by phone; however, the patient was unwilling to provide additional information during follow-up call. The complaint was therefore classified based on information obtained from the csr during the patient's initial call. On (B)(6) 2012 (at 9:30am), the patient reportedly obtained blood glucose readings of "160mg/dl" with the subject meter and between one to two minutes later a reading of "108mg/dl" with the laboratory device. It is not clear if the blood samples were obtained from the same sample site. Based on the consensus error grid analysis, the difference between these results falls within the b zone. The patient's testing frequency is not known and other than diabetes, it is not clear if the patient suffers from other health conditions. The patient's typical blood glucose range is not specified and it is also not clear what type of symptoms the patient experiences when her blood glucose is above or below her normal range. According to the csr's documentation, the patient reportedly manages her diabetes with unspecified doses of janumet and "glinipirive"; however, the patient denied taking any action in response to the reported meter issue. After the alleged issue occurred, it is not clear if the patient continued testing her blood glucose with the subject meter or if the patient had tested her blood glucose with a secondary/ back-up meter. Per csr documentation, the day after the alleged issue occurred (time not specified), the patient reportedly experienced unspecified symptoms of hypoglycemia while at the supermarket. The patient's blood glucose reading (with the subject meter) prior to going to the supermarket and/or at onset of her symptom(s) are not known and it is not clear if the patient had made any changes to her diabetes management, meals, or activity level before her symptom(s) began. According to the csr's documentation, at an unknown time later a nurse in the supermarket administered sugar as treatment. It is not known when the patient's symptoms began to improve and it is not known if the patient's blood glucose was tested with the subject meter after treatment. At 3:30pm that day, the patient reportedly obtained a blood glucose reading of "101mg/dl" with the pharmacy's meter; it is not clear if the patient also tested with the subject meter at that time. During troubleshooting, the csr confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting, and the blood glucose results were from the approved (per owner's booklet) sample site. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed hypoglycemic symptom(s) and was treated by an hcp for low blood glucose after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.